Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was beeping. The device was set on elective replacement indicator (eri) and the analysis indicated that the device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators was not reflecting the depletion condition and was inaccurate. The device was then explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device emitted beeping tones and declared a code-1003 indicative to voltage too low for remaining capacity. The device was set on elective replacement indicator (eri) and the analysis indicated that the device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators was not reflecting the depletion condition and was inaccurate. This device was explanted and returned for analysis. A new device was implanted at the same surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned implantable pulse generator was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device emited beeping tones and declared a code-1003 indicative to voltage too low for remaining capacity. The device was set on elective replacement indicator (eri) and the analysis indicated that the device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators was not reflecting the depletion condition and was inaccurate. This device was explanted and returned for analysis. A new device was implanted at the same surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator device emited beeping tones. The device reached elective replacement indicator (eri) and the analysis indicated that the device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators was not reflecting the depletion condition and was inaccurate. This device was explanted and returned for analysis. A new device was implanted at the same surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction for the b5 field: describe event or problem patient code 3191 captures the reportable event of surgery. The returned implantable pulse generator was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.